Manufacturer narrative:
Investigation/evaluation: a visual inspection and dimensional verification of the returned device was conducted. A review of complaint history, instructions for use, manufacturing instructions, and specifications was also performed. One open package labeled rpn hw-035150, label lot 10814846 was received. The wire guide was returned in a dry holder. The coil was hydrated to remove wire/removed from the protective coil. One segment of coating measuring 17.5cm was separated from the wire. This exposed 17.5cm of wire. Under magnification, scrape marks were observed starting 22.5cm from the distal tip exposing the wire. This device was sent to the supplier for further investigation. The supplier evaluation found, the specimen consists of one-1 hydro gw std s 150-035; returned coiled, loose, accompanied by the skived polymer jacket material and double-bagged within ¿zip-lock¿ style poly biohazard pouches. As received, the specimen presents an overall length of 150.50cm and a finished diameter of .03395¿ to .03430¿. A gage bushing certified to be 0350¿ passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After wiping the specimen with a gauze pad soaked with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presents cut skive damage to the polymer jacket in a proximal to distal orientation 18.18cm to 0.48cm from the distal tip with the 17.70cm length of skived material detached from the specimen exposing 16.62cm of the metallic core wire. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. There is no indication that a design or process related failure mode contributed to this event. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the reported event. The history records indicate this product was final inspection tested and was determined to be acceptable. A review of complaint history records revealed this complaint is the only one associated with lot number 10814846. The damage presented appears consistent with withdrawing the specimen through a metal cannula or needle. As noted in the precautions section of the instructions for use (IFU): when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Based on the evidence presented by the sample and the information provided by the supporting documentation, the root cause is likely handling related, caused by another device. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that during an intended percutaneous nephrolithotomy (pcnl) procedure on a patient, the coating of hiwire nitinol hydrophilic wire guide came off. The separated portion of coating was removed from the patient with forceps. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.